Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During activation of the electrode it showed intraarticular (in the joint) sparking at the tip of the electrode. Electrode was about 10 minutes. In use and connected to an external suction. Sparking inside of the patient. Electrode has not been buried within tissue. Electrode has not been close to metal. New electrode has been used. Complaint device was used in shoulder arthroscopy procedure. The following additional information was received via email from our affiliate on 09/28/2015: the reported device was not a reprocessed electrode. The surgery date was confirmed as (B)(6) 2015. The alert date was (B)(6) 2015.

Manufacturer narrative:
The complaint device was received and evaluated. The active tip of the device shows signs of activation but in as expected condition. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows no signs of melting on the tip. The electrode was connected to a vapr vue generator, set to maximum power for ablation and coagulation modes and activated in saline successfully indicating the device functioned as intended. There was no evidence of sparking and arcing from the device. This complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two similar complaints for this lot of 299 devices that were released to distribution in june of 2015. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).